Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's wife that the customer experienced high blood glucose due to a bent cannula. The customer's blood glucose was 519mg/dl; treated with novalog pen. The customer declined high blood glucose troubleshooting since they knew it was due to bent cannula issues.